Event description:
A report that a patient underwent a pocket revision due to discomfort was received. Nothing was implanted or explanted and the patient is reportedly doing well following the procedure.